Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to a device change-out procedure, externalized conductors were observed via fluoroscopy. Lead was extracted and replaced with a competitor lead. Patient was stable post procedure.